Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that the sternal saw did not function as expected. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.